Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed decontamination for fluid line. The cse replaced the heterogeneous module cassette pumps and reagent 2 probe tip. The cse reconnected the sample probe level sensor and performed probe alignments including alignment for secondary sample cup depth. The cse checked and aligned the heterogeneous module, calibrated mixers, cleaned drain, sampler, reagent 1 and reagent 2 probe drains with bleach. The cse also checked and cleaned the cuvette windows, checked the cuvette manufacturing, source lamp and performed temperature alignment. The cse checked the reagent 2 waste line check valve and reagent 2 home sensor. The cse calibrated the cuvette, heterogeneous module and reagent and ran quality control, which was acceptable. The cse determined that when the system transferred the sample from the vessel to the cuvette, there were excess particulates. Additionally, the result monitor a was low, which was within acceptable range after troubleshooting was performed. The cse indicated that the issue was caused due to sample condition the instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2017-00712 is filed for the same event.

Event description:
A discordant, falsely elevated cardiac troponin I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The initial result was reported to the physician(s), who questioned it. The sample was re-centrifuged and repeated twice on the same instrument, resulting lower each time. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.

Manufacturer narrative:
The initial MDR 2517506-2017-00701 was filed on 21-sep-2017. The first supplemental MDR 2517506-2017-00701_s1 was filed on 16-oct-2017. Corrected information (21-mar-2018): section has been updated with the correct legal manufacturing address.

Manufacturer narrative:
The initial MDR was filed on september 21, 2017. Additional information (09/22/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data and stated that the magnitude of the discordance was high for biofilm, magnetism, or first take affect from the drains. The discordance of this magnitude is caused by the conjugate carryover due to the poor heterogeneous module (hm) washing or splashing of conjugate from one vessel to the other on the hm wheel. Most common causes of poor hm washing are sample integrity (fibrin and cellular debris in the sample), issues with the pump cassettes and wash probe alignment. The other causes can be errors with cassettes and probes. The hsc specialist also stated that the review of quality control material showed imprecision, however, the magnitude was lower than that obtained on the patient sample. The hsc specialist indicated that the potential cause of imprecision with quality control could have been due to the biofilm. During the troubleshooting maintenance, the system was decontaminated which would address the biofilm in the fluidics. The hsc specialist stated that the quality control range set by the customer are too wide. The data was consistent with sample integrity issue.